Manufacturer narrative:
(B)(4). Batch #t92j4v. Investigation summary: the analysis results found that the harh36 device was returned inside its package opened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified.

Event description:
It was reported that before an unknown procedure, the outbox was damaged. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.